Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatments and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that approximately 2 hours post a coronariography, the patient experienced two syncopal episodes and was hypotensive. Transesophageal echocardiography (tee) noted a severe pericardial effusion with cardiac tamponade. From the pilot 50 guide wire. Surgical intervention was performed and the patient was treated with 2 units packed red blood cells, with a good patient outcome. On (B)(6) 2019, the patient was discharged. No additional information was provided.